Event description:
It was reported that during use with the connect guide wire, the green covering on the guide wire was peeling. No adverse patient effects were reported. No additional information was provided.

Manufacturer narrative:
Investigation is ongoing.